Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5054295/5054355, UDI: (B)(4), UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer holds a charge. Upon interrogation it was discovered that both spinal cord stimulation (scs) leads found to have significant impedances. The patient a scs replacement procedure wherein a magnetic resonance imaging (MRI) system was implanted. The patient was doing well postoperatively. The explanted device will not be returned, retain by the facility.